Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose levels in the 300s-500s mg/dl for the past 3 days. The customer performed 4 site changes during this time period, with no resolution. Elevated bgs were treated by blousing using the pump, and drinking a lot of water. The customer indicated that they had a cold during that time period.